Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse replaced both batteries and completed the preventive maintenance. The iabp was calibrated and passed all testing to factory specifications. It was then returned to the customer and cleared for clinical use.

Event description:
During preventative maintenance (pm) performed by the getinge field service engineer (fse) both batteries failed the run time test. There was no patient involvement and no adverse event was reported.